Event description:
It was reported that stimulation was spontaneously turning off and back on. The pt was also experiencing pain and soreness at the implant site. There was no known accident or incident related to this event. On (B)(6) 2011, the pt was not feeling stimulation. The pt programmer showed the implanted neurostimulator was on, with a battery voltage of 1.8 volts. There was no middle row displayed on the pt programmer. A warning screen and reposition antenna screen were reported. The pt had her device repositioned in (B)(6) 2011 due to weight loss (refer to MFR report# 3004209178-2011-05020), and had lost an additional eight pounds since the revision in march. Add'l info has been requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).